Event description:
It was reported that there were high thresholds in the left ventricular (lv) lead and the lead was confirmed to have dislodged into the coronary sinus. The device was programmed to high lv output due to the high thresholds possibly related to the lead dislodgement. It was further reported that there was early battery depletion of the device. During the device and lead changeout procedure, a lv lead was attempted; however, could not be implanted in the target branch due to stenosis in the vein. The attempted lead was removed and not replaced. The chronic lead was capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk, bi-ventricular defibrillator, (B)(6) 2010. A 6935, implantable tachy lead, (B)(6) 2010. (B)(4)t.